Event description:
Nellcor puritan bennett received information stating that patient saw a doctor because of dry/sore throat and was told that it was infected with bacteria. At this time, it is unclear if the unit was related to the event. No serious harm to patient.

Manufacturer narrative:
Multiple attempts have been made to retrieve event and patient information. Npb will notify FDA should further information become available.